Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. On oct. 09th 2017, we received more information from sales representative. He confirmed that the surgeon followed the instruction. Regarding data investigation and provided information, during complaint meeting from on (B)(6) 2017, the root cause of this issue is unknown. There is no evidence to indicate a device issue.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : cartridge would not detach during surgery. The carridge would not release off the implant with both the grasper and the kocher. Implant was pulled out with the grasper on the third try. Surgery finished with another device of the same size. No complication for patient.